Manufacturer narrative:
(B)(4). (B)(6). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported a free flow while using a patient control module on an elastomeric device. The drug in use during this free flow was unknown. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The lot 12f010 was manufactured june 8, 2012 - june 14, 2012. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device (product code j2c1067, lot number 12f010) was received for evaluation with a 25ml non-baxter syringe attached to the unit. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed by attaching the patient control module (pcm) unit to the returned syringe, which had been filled with water. After approximately 2ml of water was introduced into the pcm¿s reservoir, no evidence of free flow was observed. Water was observed coming out of the pcm¿s luer only when the pcm¿s white button was depressed. Flow testing determined that the average dispensed volume of water was within specification. The reported condition was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.